Event description:
It was reported that the pacemaker dependent patient presented to the emergency department with lightheadedness and no ventricular pacing. It was further reported that the patient required resuscitation and the device started to pace again. The device interrogation revealed a device electrical reset had occurred, high battery impedance and the device lower rate was unable to be programmed greater than 65 beats per minute. The patient is opting not to replace the device. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092, implantable pacing lead, (B)(6) 2005. (B)(4).